Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to inspect the equipment and replace the hardware. The issue resolved after replacing the hardware and the system returned to service. The part was received at the manufacturer for analysis and it was not possible to replicate the reported issue. The ent program and exams load without issue. There were no unexpected exits observed during testing. The computer passed all testing and no fault was found.

Event description:
A site representative reported that, while in an functional endoscopic sinus surgery (fess) case, the navigation system was functioning normally, but then exited the navigation application unexpectedly and rebooted when on the menu screen to select application or admin. A new navigation system was brought in to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.